Manufacturer narrative:
Correction to evaluation codes method, result and conclusion. Device evaluation summary: the following part was returned for failure investigation: mix controller printed circuit board (pcb) mix controller pcb was visually inspected and showed no anomalies. The mix controller pcb was functionally tested and no malfunction or product deficiency was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator entered backup ventilation and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Correction: (B)(4) and catalog number additional information: (B)(4) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the direct current (dc) to dc converter was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The dc-dc converter was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and passed all testing with no errors recorded in the diagnostic logs. The ventilator was placed in normal ventilation mode for approximately 11 hours when the ventilator generated an ventilator inoperative condition. The fault was isolated to capacitor c83. If information is provided in the future, a supplemental report will be issued.